Event description:
It was reported that a patient is in need of a poly swap for a knee implant. The patient had presented with an infection that required washing out and the Nurse had inquired if any poly was available for a swap. Additional information has been requested but not yet provided. This report is filed under AIS reference (b)(4).